Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing an exit block. High pacing threshold was observed. The lead was explanted. Lead insulation damage suspected.